Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/02/2024, it was reported by a sales representative via e-mail that an ar-1588tn-21 tightrope would not tighten down completely onto the abs button. This occurred during an acl reconstruction quad allo. Additional information received on 4/11/2024: everything was removed from inside the patient before completing the case with a new ar-1588tn-21 tightrope.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.